Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had a missing red dot on the connector body and the motor pulsated when the foot pedal was initially pressed. The device was evaluated and the reported condition was confirmed. It was determined that the cause of the reported failure of the motor pulsating was from worn out motor components (contact pins), and the condition of the missing red dot (worn off) was cosmetic and does not affect the performance of the device. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the handpiece device was missing the red dot on the connector body and the motor pulsated when the foot pedal was initially pressed. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.